Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. This report is for the third device. Refer to associated MFR report #3005099803-2010-02637, MFR report #3005099803-2010-02638, and MFR report #3005099803-2010-026339 for a description of the other devices. It was reported to boston scientific corporation that four resolution clip devices were used in an attempt to treat an unusually large amount of bleeding after an ampullectomy. According to the complainant, they had difficulty opening, and releasing, four resolution clip devices. Although there was difficulty, the first clip was able to be used. The following three clips could not be released and it was necessary to pull them off of the mucosa; it is unknown, if pulling the clip from the mucosa caused additional bleeding, or tissue damage. The patient stayed at the hospital for observation; the bleeding stopped, and the patient is in stable condition.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. This report is for the third device. Refer to associated MFR report #3005099803-2010-02637, MFR report #3005099803-2010-02638, and MFR report #3005099803-2010-026339 for a description of the other devices. It was reported to boston scientific corporation that four resolution clip devices were used in an attempt to treat an unusually large amount of bleeding after an ampullectomy. According to the complainant, they had difficulty opening, and releasing, four resolution clip devices. Although there was difficulty, the first clip was able to be used. The following three clips could not be released and it was necessary to pull them off of the mucosa; it is unknown, if pulling the clip from the mucosa caused additional bleeding, or tissue damage. The patient stayed at the hospital for observation; the bleeding stopped, and the patient is in stable condition.

Manufacturer narrative:
(B) (4)- no code available (prolonged hospital stay). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The reported device was not returned for an investigation. However, in reviewing the directions for use (dfu), during the investigation process, it was determined that the most probable cause of the product failure can be attributed to user/use error. Per the dfu, the resolution clip device is designed to be compatible with gastroscopes and colonoscopes with working channels equal to or greater than 2.8 mm. The complaint details indicate that the user was attempting to treat a hemorrhage after ampullectomy with a duodenoscope, which is not in accordance with types of scopes listed in the dfu. A review of the device history record (DHR) was performed; no anomalies were noted.